Manufacturer narrative:
(B)(4). The reported event was not confirmed. No device or photos were received; therefore the visual inspection was not conducted. The device history record identified no deviations or anomalies. A complaint history review determined that no further action(s) is/are required. Follow up information stated it was believed that the patient had a small fracture for many years, took the wrong step and the bone fractured. However, surgical notes were not provided to confirm this; therefore, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital discarded the prosthesis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 7 years after hip arthroplasty due to periprosthetic fracture. Surgeon stated the patient stepped wrong and the bone fractured. The femoral stem and head were revised. No further information is available.